Manufacturer narrative:
The provided quality control data was within specified ranges. A general reagent issue can be excluded. The number of detections for each system measuring cell was above the recommended number for replacement of the measuring cells. The investigation could not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter stated they received discrepant results for one patient sample tested with elecsys il-6 on a cobas 6000 e 601 module (serial number unknown). No questionable results were reported outside of the laboratory. The sample initially resulted in an il-6 value of 7.23 pg/ml. The result did not match the patient's clinical diagnosis, so it was repeated. The sample was repeated three times, resulting in values of 51.9 pg/ml, 121.7 pg/ml, and 175.1 pg/ml. The primary tube was re-centrifuged and repeated, resulting in a value of 1616 pg/ml. On (B)(6) 2023, the sample was aliquoted and repeated twice, resulting in values of 2976 pg/ml and 3171 pg/ml. The primary tube was also re-mixed and centrifuged, then repeated on (B)(6) 2023, resulting in a value of 3650 pg/ml.

Manufacturer narrative:
The patient sample was requested for investigation.

Manufacturer narrative:
Initial investigations of the patient sample could reproduce the results obtained by the customer.